Event description:
Patient with history of hypertension, recent nausea and vomiting was admitted for a percutaneous transluminal coronary angiogram. When prepping for the procedure, it was observed that the tip of the hi-torque extra sport guide wire .014 straight tip 3.0 cm x 190 cm was deformed prior to removing it from the package. Device not used on the patient.